Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed and flailed posterior leaflet and frail leaflets). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included a posterior prolapse and flail, as well as frail leaflets. One clip was implanted; however, it was noted that the clip detached from the posterior mitral leaflet and remained attached to the anterior leaflet (slda). It was thought that the frail leaflets contributed to the clip detachment. Two additional clips were implanted, stabilizing the detached clip. The mr was reduced from grade 4 to grade 3. No additional information was provided.